Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal and excessive bleeding") in a 28-year-old female patient who had essure (batch no. 628045, 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, gravida ii, parity 2 ((B)(6) 2007, (B)(6) 2009) and cholecystectomy. Previously administered products included for an unreported indication: depo shots in 2005. Concurrent conditions included overweight, frequent periods, irregular periods, chlamydial infection, ovulation pain, bacterial vaginosis, nausea, genital labial lesion, vaginal odor and vaginal discharge. Family history included hypertension ((mother),(sibling)) and coronary artery disease ((father)). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdomen- severe, 2 - 3 times throughout the week lasting about 3 hours right thigh- mild to severe a few times everyday)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, 6 years 9 months after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with topiramate, paracetamol (tylenol), ibuprofen (advil), surgery (hysterectomy (partial)/ removal of essure devices bilaterally salpingectomy/oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, migraine, headache, abdominal pain, nausea and investigation noncompliance outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache, investigation noncompliance, migraine, nausea and pelvic pain to be related to essure. The reporter commented: mr-patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Batch number: 628045, expiration date: 2010/08, and manufacture date: 2008/08. Batch number: 628046, expiration date: 2010-08, and manufacture date: 2008/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Outcome of event dyspareunia, pelvic pain were updated. Onset date of event nausea was updated. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal and excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 628045, 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, gravida ii and parity 2 ((B)(6) 2007, (B)(6) 2009). Previously administered products included for an unreported indication: depo shots in 2005. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("pain (abdomen- severe, 2 - 3 times throughout the week lasting about 3 hours right thigh- mild to severe a few times everyday)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 6 years 9 months after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with topiramate, paracetamol (tylenol), ibuprofen (advil), surgery (hysterectomy (partial)/ removal of essure devices bilaterally salpingectomy/oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, abdominal pain, nausea, dyspareunia and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache, investigation noncompliance, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-jan-2018: plaintiff fact sheet received- all relevant medical history, treatment drug, lot number- 628045, 628046, events migraines, headaches, nausea, dyspareunia (painful sexual intercourse), she did not undergo an essure confirmation test, pain (abdomen- severe, 2 - 3 times throughout the week lasting about 3 hours right thigh- mild to severe a few times everyday) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal and excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 628045, 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, gravida ii, parity 2 ((B)(6) 2007, (B)(6) 2009) and cholecystectomy. Previously administered products included for an unreported indication: depo shots in 2005. Concurrent conditions included overweight, polymenorrhea, irregular periods, chlamydial infection, ovulation pain, bacterial vaginosis, nausea, genital labial lesion, vaginal odor and vaginal discharge. Family history included hypertension ((mother),(sibling)) and coronary artery disease ((father)). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("pain (abdomen- severe, 2 - 3 times throughout the week lasting about 3 hours right thigh- mild to severe a few times everyday)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 6 years 9 months after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with topiramate, paracetamol (tylenol), ibuprofen (advil), surgery (hysterectomy (partial)/ removal of essure devices bilaterally salpingectomy/oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, abdominal pain, nausea, dyspareunia and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache, investigation noncompliance, migraine, nausea and pelvic pain to be related to essure. The reporter commented: mr-patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-jan-2018: case medically confirmed, historical condition, concomittant condition, family history, lab data, reporter added from medical record. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 02-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A product technical complaint investigation cannot be initiated as no batch number, or sample, provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and abnormal and excessive bleeding (genital haemorrhage). Plaintiff underwent a hysterectomy and salpingectomy. The events are anticipated in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and their nature, a causal relationship between severe pelvic pain and abnormal and excessive bleeding and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non-serious events were reported. A product technical complaint investigation cannot be initiated as no batch number, or sample provided. Thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent birth control. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain as well as abnormal and excessive bleeding. On (B)(6) 2013, she underwent a hysterectomy and salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and abnormal and excessive bleeding (genital haemorrhage). Plaintiff underwent a hysterectomy and salpingectomy. The events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and their nature, a causal relationship between severe pelvic pain and abnormal and excessive bleeding and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal and excessive bleeding") in a 28-year-old female patient who had essure (batch no. 628045, 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, gravida ii, parity 2 ((B)(6) 2007, (B)(6) 2009) and cholecystectomy. Previously administered products included for an unreported indication: depo shots in 2005. Concurrent conditions included overweight, frequent periods, irregular periods, chlamydial infection, ovulation pain, bacterial vaginosis, nausea, genital labial lesion, vaginal odor and vaginal discharge. Family history included hypertension ((mother),(sibling)) and coronary artery disease ((father)). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdomen- severe, 2 - 3 times throughout the week lasting about 3 hours right thigh- mild to severe a few times everyday)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 6 years 9 months after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with topiramate, paracetamol (tylenol), ibuprofen (advil), surgery (hysterectomy (partial)/ removal of essure devices bilaterally salpingectomy/oophorectomy) and surgery (ablation). Essure was removed on 4-apr-2013. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, abdominal pain, nausea, dyspareunia and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache, investigation noncompliance, migraine, nausea and pelvic pain to be related to essure. The reporter commented: mr-patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Batch number: 628045 expiration date: 2010/08 manufacture date: 2008/08. Batch number: 628046 expiration date: 2010-08 manufacture date: 2008/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal and excessive bleeding") in a 28-year-old female patient who had essure (batch no. 628045, 628046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, gravida ii, parity 2 (B)(6) 2007, (B)(6) 2009 and cholecystectomy. Previously administered products included for an unreported indication: depo shots in 2005. Concurrent conditions included overweight, frequent periods, irregular periods, chlamydial infection, ovulation pain, bacterial vaginosis, nausea, genital labial lesion, vaginal odor and vaginal discharge. Family history included hypertension ((mother),(sibling)) and coronary artery disease ((father)). On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced abdominal pain ("pain (abdomen- severe, 2 - 3 times throughout the week lasting about 3 hours right thigh- mild to severe a few times everyday)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 6 years 9 months after insertion of essure, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with topiramate, paracetamol (tylenol), ibuprofen (advil), surgery (hysterectomy (partial)/ removal of essure devices bilaterally salpingectomy/oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, abdominal pain, nausea, dyspareunia and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache, investigation noncompliance, migraine, nausea and pelvic pain to be related to essure. The reporter commented: mr-patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Batch number: 628045 expiration date: 2010/08 manufacture date: 2008/08 . Batch number: 628046 expiration date: 2010-08 manufacture date: 2008/08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.